Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, device malposition, embolization of the valve and aortic insufficiency. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. A too high (aortic) implantation can result in an impingement of the coronary ostia or embolization of the prosthesis into the ascending aorta. In this case, a combination of patient and procedural factors appear to have contributed to this event. Per report, the patient had a small hyperdynamic ventricle, a non-calcified aortic annulus and had undergone a bav one month previous to the tavr procedure. These factors made it difficult for the valve to adequately appose to the native annulus leading embolization of the devices. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Manufacturer report number 2015691-2013-19124 was submitted for the first valve.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, two 23mm sapien valves embolized into the aorta. The patient was implanted with a third valve and at the receipt of this report she was scheduled to be discharged from the tavr procedure three days later. Per report, the first sapien valve migrated aortic during inflation and embolized into the ascending aorta. The first sapien valve was manipulated into the descending aorta and a stent graft was successfully deployed within the sapien pinning the valve against the aortic wall. The second 23mm sapien valve was again aligned 50:50 within the aortic annulus and rapid pacing was done at 180 bpm with a map again in the lower 40mmhg range. During a slower inflation the valve was placed in the annulus, but again rose upon complete inflation landing 95:5 aortic. While the patient was hemodynamically stable with mild aortic insufficiency and zero paravalvular leak, it was determined that the valve was not stable enough to leave in that position, therefore third 23mm sapien valve and delivery system was prepped. There was much difficulty trying to cross the sapien valve; the third valve was catching on the second valves struts. An amplatz super stiff buddy wire and a 10mm x 4cm boston scientific peripheral balloon were unsuccessfully used in an attempt to align valve #3 with valve #2's orifice and cross. While maneuvering valve #3, valve #2 became dislodged and embolized into the ascending aorta. The vascular surgeon then took the amplatz super stiff wire and manipulated valve #2 into the ascending aorta. Valve #3 was then positioned 50:50 within the annulus and pacing was started at 220 bpm with the map in the mid 30¿s mmhg. The balloon was then inflated 50% and the valve migrated ventricular, was pulled back into the aorta, then went ventricular again, and finally was pulled into the annulus and deployed 50:50. The post-deployment transesophageal echocardiogram (tee) showed zero paravalvular leak and trace aortic insufficiency. Next, the vascular surgeon took a zmed 25mm x 4cm balloon and placed it within valve#2. The balloon was inflated and the valve was maneuvered into the descending aorta just above the initial gore stent graft. Next, the vascular surgeon placed a gore tag 31mm x 10cm stent graft within valve number 2, and effectively deployed it against the aortic wall above valve #1 and the first gore stent graft. The patient was taken to pacu, extubated, and transferred to ICU. The coaxial alignment of the valve and the delivery system and image intensifier angle was described as good. Ventilation was held and there was no loss of pacing capture during deployment. The native valve/leaflet and aortic root calcification was described as mild. There was mild mitral annular calcification, moderate ventricular septal hypertrophy and 55 percent ejection fraction. The perceived root cause of the event was attributed to a small hyperdynamic ventricle in contact with the nose cone of the delivery system, and a non-calcified aortic annulus. This patient had undergone a bav approximately one month previous to tavr with great results and this made it more difficult for the valve to fixate into the annulus. This is one of two reports being submitted for this case; this report is for the second valve.